Manufacturer narrative:
The homechoice unit has been received, but the evaluation is not available yet. A follow-up report will be sent when evaluation is available.

Event description:
During a follow-up call to the home pt (hp)'s nurse in 2008 to discuss the overfill situation that occurred on 2007, the nurse stated that he was aware of that overfill report. The nurse explained that when the hp went to the hospital, he was experiencing chest pain, and this was not a heart attack, confirming what the hp explained previously. The nurse indicated that when the hp went to the clinic on the months before original month, the chest pain, abdominal pain, abdominal discomfort, and difficulty breathing were resolved with draining (4.4l) and that the hp had a large fibrin plug which was resolved with brisk irrigation with a heparin filled syringe. The nurse indicated that the hp's last fill volume is 1.5l, indicating this overfill situation. The nurse also stated that he believes the overfill was due to the hp's catheter position, the fibrin plug, and the initial drain being set too low. The nurse then stated that the hp's initial drain volume was changed and that the hp has since been fine, continuing peritoneal dialysis therapy well. The nurse did not have any additional information. No serious patient injury or medical intervention was indicated at the time of the initial report or during the follow-up call with the nurse.